Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: failed leak test due. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the image is very dark/dim, due to faulty ccd (charge coupled device). It is likely the failed leak test was due to a puncture on cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had a very dark/dim image in all devices plugged into it. The event occurred during preparation for use for a diagnostic procedure which was completed with a similar device. There was no patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a very dark/dim image in all devices plugged into it. The event occurred during preparation for use for a diagnostic procedure which was completed with a similar device. There was no patient involvement.